Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they noted clicking from their microwave, and their heart rate feels like a "battery clock". Follow-up investigation indicated that reprogramming was done for the device's lower rate. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.